Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 13911944.

Event description:
It was reported that the patient felt a surge of the stimulation which was quite painful. The patient describes the pain as a throbbing aching pain located across the low back in a belt like fashion with worsening intensity to the right side of the lumbar spine into the right buttock and down to the lower extremity following a l5 distribution to the mid calve. Isolated left hip bursa pain. It was also noted that there were significant contacts out and concerned for lead fracture. The patient was prescribed with pain medication and will undergo explant procedure.